Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that they disagreed with the 12-lead ECG interpretation. There was no patient impact.